Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger unable to charge a battery pack) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery. The cause for the failure was isolated to a shorted q1 current-controlling transistor and u1000 component on the bedside pca. The root cause for the shorted q1 transistor and u1000 component could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the charger was unable to charge a battery.